Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: organ perforation, tilt, and clot in filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted as prophylaxis as the patient was involved in a motor vehicle collision with paraplegia, at high-risk for deep venous thrombosis and with contraindication to anticoagulation due to multiple injuries. The filter was implanted via the right common femoral vein in an infrarenal location. No procedural complications occurred. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 14 years and 5 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, and tilt. The patient also reports suffering from a 4mm small bowel and 4mm mesenteric perforation, tilting with the apex against the ivc wall, and calcified thrombosis in the ivc.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation, tilt, and clot in filter. The patient reported becoming aware of perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs (4mm small bowel and 4mm mesenteric perforation), and tilt with the apex against the ivc wall, and calcified thrombosis in the ivc, approximately fourteen years and five months post implant. According to the implant record the indication for the filter implant was prophylaxis due to a motor vehicle collision with resultant paraplegia, at high-risk for deep venous thrombosis and with contraindication to anticoagulation due to multiple injuries. The filter was implanted via the right common femoral vein in an infrarenal location. No procedural complications occurred. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.